Event description:
Event description guidant received information that the patient with this device has a heart rate that is lower than expected. The device is on an advisory. The caller indicated the patient's heart rate was always in the 60ppm range. Today the heart rate is in the 50s. Technical services discussed the advisory issues with the caller. The patient had the device explanted and replaced.